Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the connector remains in the patient no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A general review of the manufacturing and inspection records did not reveal any contributing information/trends. In patient.

Event description:
It was reported to k2m, inc that a connector came apart approximately 4 - 6 months post-op. Patient has not been revised.